Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she had finished the 10-day sensor session and experienced an itching sensation throughout her body, excluding her face. The patient did not make any treatment decision to alleviate the symptom at this time and stated she intends to consult her physician about the issue after christmas. The patient did not clarify if the itching began before or after the removal of her sensor, whether it started at the sensor site, if she has any existing health issues, is on medication, or if she consumed something that might have caused the itching. At the time of the report, the itching persists but is not as intense as it was before. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.